Event description:
Additional information received identified that ipg was dead and the ipg could not connect when attempted. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a rechargeable ipg. Patient has effective therapy following the procedure.

Event description:
It was reported that the external device displayed an error message saying, 'generator has reached end of service'. Reportedly, patient lost therapy. Surgical intervention is pending to address the issue.